Event description:
It was reported that a revision surgery was performed to remove the bipolar head.

Event description:
A revision surgery was reported due to an irrigation and débridement of the patient. No product failure reported.